Event description:
Caller reported that insulin gauge displayed an amount different than expected on a previous day, with the discrepancy being greater than 30 units compared to the expected fill estimate of 240 units. There was no adverse impact to the customer's blood glucose level. Cts instructed the caller to reach out again for troubleshooting if the issue occurs with an active fill estimate, and the caller acknowledged the instructions.